Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece measuring 20.7 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the partial lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for replacement of right ventricular lead due to noise. The lead was explanted and removed. The patient was in stable condition.